Manufacturer narrative:
The customer sample was not available for evaluation and the customer was unable to identify the exact wound drain that was placed; however pictures of the device were sent for review, but cardinal health is still unable to identify the product based on the photos alone. The picture showed a piece of white section of flat drain. Upon evaluation of the picture it was noticed that the fracture occurred at the perforated area. The picture showed wavy/jagged edge at the fracture site. The characteristics of the fracture are similar to those failures, which are caused by some abrasion or scoring with sharp instruments on the drain surface. As no lot number was provided, we were unable to trace the device history record (DHR), quality testing performed and corresponding results. The non-conformance report (ncr) data since december 2016 to present was reviewed and no issues that could be related to the catalog and condition reported were found. An analysis of the complaint data was also reviewed for the same time period and demonstrates that this is the first time that this type of issue is reported from unknown catalog in the last 12 months. Root cause for the reported concern cannot be identified with the amount of information available. It was concluded for samples evaluated from incidents investigated in other product codes for the same condition that this type of failure is commonly cause by product mishandling during surgical procedure. As preventive actions, the customer will be provided with a copy of the instructions for use. It is recommended to strictly follow the instructions provided in the instruction for use (IFU) data included with the product to ensure drains are properly used. According to the instructions for use (IFU). ¿drains or tubing should not be handled with any instruments. This can lead to tearing, warping, or weakening and subsequent breakage of the drain. To facilitate removal of the drain, the drain and tubing portions should not be curled, pinched, over-stretched or sutured; either internally or externally. Do not suture the drain(s). Drains should be placed and removed carefully by hand only with a slow, steady pressure. Excessive force may result in breakage. During placement and removal of the drain, do not nick, cut, tear or otherwise damage the drain as this may lead to breakage. Leaving the drain implanted for any period of time which allows for tissue ingrowth around the drain and into the holes, may cause breakage on removal.¿ we will continue to monitor trends and utilize the information as part of continuous improvement.

Event description:
The patient underwent a l-4 to s-1 transformational lumbar interbody fusion. The surgery was performed without incident and two jackson-pratt drains were placed. The drains were trimmed to fit the incision and the trimmed pieces were thrown away. The drains were placed via a stab wound and taped into place. The drains were not stitched into place. The next morning the patient had an x-ray. The surgeon gave instruction to the surgical physician to remove the drains. The drains were removed without resistance and the tip was noted to be intact. The patient was discharged home approximately 4 days post-op. Approximately 13 days post-op, the patient had a follow up outpatient visit with the surgeon. X-rays were taken and a 14cm piece of drain was noted to be within the surgical wound. The patient returned to surgery the next day to remove the retained drain piece. The patient tolerated the procedure well and was discharged home the same day. There was no harm to the patient.